Event description:
The customer reported that the hmx hematology analyzer generated erroneously high wbc (white blood cell) results (38.2 x 10^3 cells/ul) on one pt sample. The test results were accompanied by an instrument-generated message alerting the operator to review results. The sample was retested with similar results (up to 40.4 x 10^3 cells/ul) and with review flags. The erroneous results were reported out of the lab. The physician subsequently questioned the results and the same specimen was rerun more than 24 hours after its collection. The rerun wbc recovered lower results (8.1 x 10^3 cells/ul) which the customer considered to be correct. A corrected report was sent out. There was no reported change to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for add¿l reportable events. Quality control materials were run before and after this event by the customer and recovered within expected limits. Raw test data on this pt sample were requested but not provided. A field service engineer visited the site on (B)(4) 2010 to assess the instrument. He was unable to determine any instrument malfunction and he verified the instrument¿s operation. The root cause of the event is unk.